Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening and one opening assessed as surgical damage. Additional observations: nicks striated is observed assessed as surgical tool scratch like.

Event description:
Healthcare professional reported a "left side deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "left side deflation." Device has been explanted and replaced.